Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One act2020 was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the needle was broken off at the nose of the handle. The customer reported that the antenna was found to be broken. The reported condition was confirmed. The investigation found the needle was broken off of the device at the nose of the handle. The investigation identified the root cause of the reported event to be user error. The failure identified is captured in the current risk management file # (B)(4). No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after the procedure, the antenna was found to be broken. During the procedure, impedance was showing as higher than normal. There was no patient injury.